Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. Additionally, patient¿s ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issues.